Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error, no image, foreign material on the light guide cover lens and inside the biopsy channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error and no image were due to the defective connection of plug unit. The most probable cause of the complaint was cause traced to component failure (scope communication error, no image) and cause not established (foreign material on the light guide cover lens and inside the biopsy channel). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced the error on the colonoscope is not communicating with the control unit (tower) during inspection for use. There were no reports of patient harm.